Event description:
Customer reported the displays are blanking out during procedures. No patient injury was reported.

Manufacturer narrative:
A ge rep evaluated the system, and replaced the interconnect cable. System operates as intended. This MDR is related to ge healthcare complaint.